Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the devices would not be returned to the manufacturer as the hospital disposed of them before they could be retrieved. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3889; product type: lead; device code: c63043, eval code method 4117, eval code-result 3221, and eval code-conclusion 67 no longer apply. Review of this MDR and/or additional information received shows there is no information to reasonably suggest the devices in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Healthcare provider (hcp) responded to a letter who further clarified the event; a lead positioning issue was not observed. They added that the cause of the discomfort was still unknown. The action/intervention taken to resolve the lead positioning issue was they turned the device off for 24 hours, but the pain was still felt. The issue resolved itself as the patient didn't move forward with the implant because their symptoms didn't improve by 50% or greater. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. (B)(4) applies to verify and lead (lot# unknown). (B)(4), eval code method 4117, eval code-result 3221, and eval code-conclusion 67 apply to lead (lot# unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported pain in their buttock and they don't know why so they were advised to reach out to their healthcare provider (hcp) if the pain continues. Three days later, patient reported pain so the program was changed, but now they have pain in their right hip. On (B)(6) patient reported bilateral leg cramps and they are working with their sales representative (rep) to find a program that does not cause issues. They also have pain in their hip and right buttocks. The rep thinks it might be coming from the lead being too far down. Three days later, patient said they were still having constant pain in their right hip; the hcp and rep are helping them with the issue. On (B)(6) patient reported constant pain in hip since beginning of evaluation which is not from the stimulation. No further patient complications have been reported as a result of this event.